Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The set was filled with unspecified medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured october 22, 2019 - october 24, 2019. H10: the sample evaluation was completed. Visual inspection on the returned unit, via the naked eye, which noted the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality. As a result, no signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition was not determined, however, the most probable cause was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.